Event description:
Customer reported that her insulin pump was malfunctioning. Customer stated that her insulin pump had blank display and she has been off the insulin pump. Customer stated that she went into a diabetic coma due to high blood glucose and was hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.